Event description:
Boston scientific received information that the patient¿s pacemaker has a remaining longevity of 2.5 years. Per memory dump diagnostic data analysis confirmed a higher than normal power condition. The nominal power consumption for this device at the implanted parameters is 37uw, however, this device is now drawing approx. 96 uw. The historical coulomb counter data indicates that the high power condition has been fairly consistent. The behavior was consistent with devices that have a hardware malfunction. The device should be replaced promptly and returned for detailed analysis. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker showed different data than expected. The device remaining longevity was 2.5 years despite being recently implanted. Boston scientific technical services (ts) determined that the device has high power consumption and advised to reprogram the device. A save to disk was performed and received for engineering review. Disk analysis confirmed a higher than normal power condition. The nominal power consumption for this device at the implanted parameters is 37 microwatts (uw), however this device is now drawing approximately 96 uw. The historical coulomb counter data indicates that the high power condition has been fairly consistent. The behavior was consistent with devices that have a hardware malfunction. The device should be replaced promptly and returned for detailed analysis. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of this device was performed. This device¿s allegation was confirmed. There was high power consumption noted in the field. The cause of high power was could not be determined as this device operated normally throughout the analysis.

Event description:
Additional information received indicates this device has been explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.